Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain at the anchor sites after losing a lot of weight. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads and anchors were repositioned to address the issue.